Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the sensor site twisted and turned in the night and that he received meter blood glucose now alerts. The customer had a high blood glucose over 400 mg/dl after bolusing for a meal and needed to treat with manual injection as well. The customer declined troubleshooting for these issues.